Event description:
Meter didn't work right. Received a letter from cvs that the meter was known to cause fire. I called abbott lab, was told to return and they would replace it. They were suppose to send a replacement, never did. Next, I called and they are going to send me a coupon, never did. After 6 weeks and five (5) phone calls I finally got a new meter. I called abbott lab got the run around and one story after the other.